Event description:
It was reported that during a struma procedure, the teflon pad became loose and fell on the surgery cover. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.